Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The citadel plus bariatric care system is intended for the acute and post-acute care environments. It is indicated for medical purposes to aid the patient and stuff during the performance of routine care. One of the feature of this bed is ability to adjust the angle of backrest section of the deck. To change the angle of the backrest it is necessary to press and hold the appropriate button on the handset/ control panel until the required position is achieved. There is a need to release the button in order to stop at the required position. On 02 may 2017 arjohuntleigh has received a customer complaint involving citadel plus (serial number: (B)(6)). The reported malfunction took place in the (B)(6) in australia. In received complaint it was reported that the bed moved unintentionally overnight. The staff indicated that backrest section of the bed had raised on its own. The only witness of this incident was patient laying on the bed while the event occurred. There was no injury sustained, no adverse event occurred. The device history record has been reviewed. No production anomalies were recorded at the time of manufacture. After the event arjohuntleigh technician inspected the bed and revealed that no malfunction was found within the bed. Additional information received revealed that due to the fact the bed was being placed in intensive care unit there where multiple cables attachments and brackets on the side of the bed near control panel, specifically close to the chair positioning button. It needs to be emphasize that at the time the event occurred the control panel was not locked. In ICU coordinator's opinion it appear the most likely that the cables or brackets placed on the side of the bed could have pressed or vibrated the button (chair position) as they were literally touching the bed when arjohuntleigh representative arrived to inspect the device. To prevent the event from recurrence cables and bracket where moved further away from the bed, control panel was locked. Additionally service technician checked button to make sure it was not stuck. Since that incident there has been no further issues reported. To ensure the safety of our products the instruction for use provided together with the involved device (831.374 rev. B dated on december 2015) includes information regarding the possibility of activating the beds function without the intention and how this situation can be avoided: warning: "(...) Functional lockout can be used to prevent operation of the controls (...)", warning: " store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls", warning: "take care not to squeeze or trap the handset cable between moving parts of the bed" it needs to be emphasized that the likelihood of the occurrence of the death or serious injury in case of unintended bed movement is remote. In addition, the movement range is always within the predetermined and safe operating range of the device. In summary, although no adverse event occurred the complaint decided to be reportable in abundance of caution. With amount of sold devices on the market, the complaint ratio for reportable complaints with this failure is considered to be low. The device was being used for patient care at the time of the incident and therefore the device played a role in the reported incident. With all facts gathered it might be presumed that the bed moved unintentionally due to the control button being pressed by accident. Due to above it can be assumed that the root cause of claimed failure could be associated with the user not following recommendation provided in product instruction for use. At the time the event occurred the device was working up to its specification. - attachment: [cover letter (FDA).pdf]

Event description:
On (B)(6) 2017 arjohuntleigh has received a customer complaint involving citadel plus (serial number: (B)(4)). The reported malfunction took place in the (B)(6). In the complaint it was indicated that bed moved unintentionally overnight. The staff reported that backrest section of the bed had raised on it's own. The only witness of this incident was patient laying on the bed while the event occurred. There was no injury sustained, no adverse event occurred.